Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the keypad buttons did not work properly since last november. The patient reportedly did not feel comfortable calling animas customer support to troubleshoot the pump since she did not speak clear english. It was noted that the patient has been receiving her basal deliveries via the pump but bolusing insulin via insulin pen since november. The patient reportedly did not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was torn over the up arrow keypad button, exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. The up arrow button contact was observed to be inverted. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. Investigators also observed that a piece of the rim of the cartridge compartment was broken. The cartridge cap was able to secure appropriately to the pump. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.